Event description:
Customer reported that the nurse squeezed the hot pack to activate it and it burst open spilling contents on hands and arms. Contents was washed off with soap and water. There was no injury.

Manufacturer narrative:
Device history review could not be verified as lot number was not provided. No sample was returned for evaluation, therefore a root cause could not be determined. We will continue to monitor this failure mode for this product.